Event description:
It was reported by the caregiver that the pump emptied in 34 hours instead of 44 hours. No adverse clinical effects were reported. The device is not available for evaluation.

Manufacturer narrative:
No sample was received for investigation and evaluation. Without the actual product, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. Flow rate accuracy testing was performed on a retain sample from the reported lot and determined that the flow rate was within specification. Info received for this complaint indicated that the pump was under filled, which does flow faster than a nominally filled pump. The directions for use (1305120, rev. A) contains two caution statements: "do not under fill. Under filling the pump may significantly increase the flow rate." And "filling the pump less than nominal, results in faster flow rate." No adverse event occurred at the time of the initial report. A review of the lot history found no other complaints for the reported lot. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.